Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. The pump also had a corroded motor. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 170 mg/dl. The customer stated that she went into the pool with her pump on. Customer reported that there is fluid under the lcd display. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.